Event description:
It was reported that the user awoke with hyperglycemia around 300 mg/dl, discovered they were out of insulin, and then changed pump supplies; glucose began to decline slowly, and the user was advised to wait and reassess, with additional supply changes if glucose did not continue to fall. Symptoms included high blood glucose. Outcomes included the need for troubleshooting and user education. Investigation included complaint review and user counseling. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction. It was concluded that the event was user-reported hyperglycemia of unclear etiology with education provided on supply changes and monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.